Manufacturer narrative:
Evaluation of the returned lightning confirmed that the device was unable to be powered on at all. During functional testing, the usb cable connection on the unit was checked and pushed in place to ensure the connection. Then the lightning was reconnected to the engine and the green light illuminated. The device was able to aspirate water without issue. The usb cable connector on the lightning unit likely loosened and contributed to the reported failure during the procedure. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superior mesenteric artery (sma) using an indigo system aspiration catheter 7 (cat7), lightning aspiration tubing (lightning), and penumbra engine (engine). During the procedure, the physician plugged in the lightning unit and turned on the engine; however, the indicator light on the lightning unit would not illuminate. The physician then unplugged and plugged the lightning unit back into the engine to troubleshoot; however, the indicator light on the lightning unit would not illuminate. Therefore, the lightning was removed. The procedure was completed using a new lightning with the same cat7 and engine. There was no adverse effect to the patient.